Event description:
It was reported that the guidezilla collar was damaged, causing stent withdrawal difficulty. A 6f guidezilla guide extension catheter was selected for use. During the procedure, the physician failed to deliver a non-boston scientific stent catheter to the target vessel through the guidezilla. When the device was removed, it was noted that a sharp metal protrusion was at the connection between the delivery guidewire of the guidezilla and the catheter tip, and the front end of a non-boston scientific stent was also damaged. The procedure was completed with another guidezilla and stent. No patient complications were reported.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6).

Event description:
It was reported that the guidezilla collar was damaged, causing stent withdrawal difficulty. A 6f guidezilla guide extension catheter was selected for use. During the procedure, the physician failed to deliver a non-boston scientific stent catheter to the target vessel through the guidezilla. When the device was removed, it was noted that a sharp metal protrusion was at the connection between the delivery guidewire of the guidezilla and the catheter tip, and the front end of a non-boston scientific stent was also damaged. The procedure was completed with another guidezilla and stent. No patient complications were reported.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). The device was not returned for evaluation. However, an analysis was concluded based on the photo provided showing a separation to the collar weld plate.